Event description:
Medtronic received information that 5 years 3 months following the implant of this transcatheter bioprosthetic valve the patient experienced chest pain that progressively worsened. The patient presented to the emergency department and was admitted to the hospital for acute systolic, stable heart failure and chest pain. The chest pain resolved itself. There were no further complaints of chest pain. During hospitalization, an ischemic work-up was performed which included a nuclear medicine stress test that showed defect consistent with impaired infusion, ischemia and prior infarction. As result, two days later an implantable cardioverter defibrillator (ICD) was implanted due to asymptomatic bradycardia. A diuretic was also started. The patient was discharged 3 days later. The physician indicated it was unknown if the transcatheter valve was related to the heart failure or the chest pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional reportable information be received for the reportable event, a supplemental regulatory report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the transcatheter valve was not related to the heart failure or the chest pain.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the ICD was implanted six days after the onset of the chest pain.